Manufacturer narrative:
Photograph evaluation: a photograph of the device was received showing the stent deformed. (B)(4).

Event description:
The resolute onyx drug-eluting stent was inspected prior to use with no issues noted. There was no damage to the device packaging and no issues noted when removing the device from the hoop. It is reported that the stent failed to cross the lesion stent deformation occurred in vivo during positioning/ advancement. The lesion had been pre-dilated. No resistance was encountered when advancing and the stent did not pass through a previously deployed stent. Excessive force was not used during advancement. The procedure was completed with another resolute onyx stent. No patient injury or other clinical sequelae reported for event please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The distal shaft was kinked distal to the guidewire entry port . The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent wraps with struts bunched and raised . There was slight deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.